Manufacturer narrative:
The device was received by resmed (B)(4) technical service for evaluation. The evaluation confirmed the touchscreen display was damaged from the unit being dropped. The display was replaced to address this issue. (B)(4).

Event description:
Ref importer # (B)(4).